Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the listed devices was in use when the patient's blood glucose levels became elevated and diabetic ketosis occurred. The patient was hospitalized on (B)(6) 2015. On (B)(6), the patient was released from the hospital as the patient's blood glucose levels were stabilized. The device cannula is believed to have kinked, and caused the reported event. No permanent adverse effects reported.